Manufacturer narrative:
H10: for the two reported malfunctions, one lot number was provided; therefore, a lot history review could be performed. The sample was returned for one malfunction and three electronic photographs were provided for the other malfunction. Investigation of the photographs confirmed stretched material and bent guidewire. The device investigation was confirmed for the reported fracture and additionally deformation problem and wear problem. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced fracture. This information was received from various sources. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.

Manufacturer narrative:
Out of the reported 2 malfunctions, one lot number was provided; therefore, a lot history review could be performed. Out of the reported 2 malfunctions, one sample is available for return. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced fracture. This information was received from various sources. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.